Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p92-22 that has a similar product distributed in the us, list number 7p92-21 / 31, with 510k/PMA/bla number p910007.

Event description:
The customer observed falsely depressed alinity I total psa results for four patients. The following results were provided: on (B)(6) 2025. Sid (B)(6), initial 4.465 ng/ml, repeated 18.264 ng/ml, sid (B)(6), initial 0.739 ng/ml, repeated 2.243 ng/ml, sid (B)(6), initial 0.250 ng/ml, repeated 1.931 ng/ml, sid (B)(6), initial 4.085 ng/ml, repeated 9.010 ng/ml. No impact to patient management was reported.

Event description:
The customer observed falsely depressed alinity I total psa results for four patients. The following results were provided: (B)(6) 2025. Sid (B)(6) initial 4.465 ng/ml, repeated 18.264 ng/ml, sid (B)(6) initial 0.739 ng/ml, repeated 2.243 ng/ml, sid (B)(6) initial 0.250 ng/ml, repeated 1.931 ng/ml, sid (B)(6) initial 4.085 ng/ml, repeated 9.010 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for list number 07p92, however, an increase in complaint activity for lot 73155fz00 was not identified. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 73162fz00, which contains the same bulk material as lot 73155fz00, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total psa reagent lot 73155fz00 was identified.